Event description:
Information was received indicating that the bag within this cadd cassette was leaking. The reported event was noticed while filling the cassette. There was no patient involved during the reported event.

Manufacturer narrative:
Additional information was received on 22-jun-2019 indicating patient information and event date. Device evaluation completion date: 13-may-2019. Device evaluation: two pictures of smiths medical cadd administration set were received and it could be observed that the join of the asv valve and the pouch; no leaks were detected from the connection. No testing or thorough inspection could be performed because no sample was provided for evaluation. Based on the evidence, the complaint was not confirmed, and no fault was found.